Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sleeve gastrectomy procedure. The manual stapler was being used during the closure of the tissues of the patient. During the closure, a cracking sound happened on the device. The stapler broke. The incident occurred twice with two different manual stapling handles. In order to resolve the issue and complete the case, changed the reload following the first incident on the first stapler. Then changed the stapler.